Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to reproduce the issue. The doppler functional check passed. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported during a routine check performed by customer, the cs300 intra-aortic balloon pump (iabp) had a defective doppler. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.